Event description:
It was reported that a patient experienced symptoms of blurry vision, distant and near, after the implant of an intraocular lens (iol) in the left eye. In addition, a membrane peel was performed in both eyes and a pars planta vitrectomy was done in both eyes in 2013. The date of event is unknown. No further information has been provided. A separate medical device report (MDR) is being filed for each eye.

Manufacturer narrative:
Specific date of event was not provided. To the best of our knowledge, the lens remains implanted. Therefore, (explant date) is not applicable and is left blank. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.